Event description:
It was reported that this right ventricular (rv) lead exhibited low ventricular sensing amplitudes with far-field p-wave oversensing resulting in inappropriate therapy delivery. A chest x-ray was obtained and confirmed lead dislodgement. All tachy therapies were disabled and the patient was admitted into the hospital for inpatient rv lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low ventricular sensing amplitudes with far-field p-wave oversensing resulting in inappropriate therapy delivery. A chest x-ray was obtained and confirmed lead dislodgement. All tachy therapies were disabled and the patient was admitted into the hospital for inpatient rv lead revision. No additional adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this rv lead was successfully repositioned without incident. Besides intervention, there were no other adverse patient effects reported.